Event description:
Additional information received indicated the issue occurred during non-clinical activity. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician observed the central control monitor to boot up to a 'system boot disk' failure. The hard drive was temporarily replaced with a lab use only hard drive and the ccm booted up with no errors. It was determined that the hard drive was the cause of the issue. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) confirmed that the ccm would not boot up. He replaced the ccm. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that the central control monitor (ccm) had a 'system disk boot failure' message. The unit was restarted, but still would not boot up. No other details regarding the nature of this event were provided.